Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. No damage to belt clip rails noted. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap/reservoir will not lock properly due to missing retainer. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
It was reported that the insulin pump had cracked. The customer¿s blood glucose level was 183 mg/dl at the time of the incident. The customer reported that the clip holder was broken off. The insulin pump was neither bumped nor dropped. The insulin pump will be returned for analysis.